Event description:
Rptr writes, "child born with birth defects. She was attached to my uterine walls. She had a short umbilical cord. She looked like silicone had fused to the lower half of her body - similar to burn scars. She had no genitals, rather just limbs with tissue on them. It looked as if the silicone got intertwined with the developing cells and developed in with her body. This created the stomach and liver to be on the outside of the body. The chest wall was messed up. The heart was covered with tissue, yet on the outside of the body cavity. The spine was curved backwards. She was glued to my uterine walls and had to be plied off of them upon delivery. It was as if silicone was in my uterus and she got caught up in the web as she started to develop. I suspected I had a ruptured implant during pregnancy, however, it did not occur to me that the silicone could have migrated and caused a problem. It did not occur to me that this could cause any birth defects because I had been told there was no way it would rupture, if it did it would just absorb into the body and be ok. I have pictures of her. She lived 45 minutes after birth."